Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device has not properly displayed e4 occlusion errors or a1 cartridge low alerts over the past 6 months. Patient has often experienced hyperglycemia of above 20 mmol/l (360 mg/dl). Patient changes the accessories and delivers insulin through the infusion device as a correction. The infusion device was not exposed to water or electromagnetic fields. Patient does not have an infection. The infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.